Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. There was moisture damage found on the lcd board. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 11 mmol/l at the time of incident. The customer stated that the pump alarmed button error. The customer stated that the pump was accidentally dropped in water. The insulin pump was returned for analysis.